Event description:
Surgifrost (r) 10 cryosurgical probe was taken from packaging as equipment was being set up for cardiac surgery case. Probe was plugged in, pin was pulled but console would not register probe. Second probe was used which worked perfectly in same console.